Event description:
It was reported that the right ventricular (rv) lead had low r-wave sensing and high defibrillation thresholds (dfts). The r-wave sensing had trended downward over time since implant. X-ray had revealed that the superior vena cava (svc) coil had migrated up. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.